Event description:
A technician reported the eye tracker lost track a few times during photorefractive keratectomy (prk) in both eyes. Both procedures were completed and there was no harm to the pt. There are two medical device reports for this event. This report is for the right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).